Manufacturer narrative:
The final device was evaluated and the investigation was completed; the reported issue was confirmed. The device was repaired and returned to use.

Event description:
This report summarizes 4 malfunction events, where it was reported the device was unstable.  There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 3 devices were evaluated in the field and the issue was confirmed; 1 device had missing components, 1 device was had a misaligned component, and 1 device had a broken/damaged component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the device was unstable. There was 1 event with patient involvement; no adverse consequences were reported.